Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized and received unknown treatment for peritonitis. At the time of this report, the patient outcome was unknown. On an unknown date, the pd catheter was removed, pd therapy was discontinued, and the patient was switched to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.